Manufacturer narrative:
E1 facility address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device noticed an error "e216". The issue occurred during preparation prior to a therapeutic laparoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information received from the customer. Updated fields: b5; e2; e3; g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e226 scope communication error and universal cord sheath malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the scope communication error was due to the universal cord sheath malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer. The procedure was successfully completed with the same device.